Event description:
The staff found that the machine had a red alarm light flashing, but there was no audible alarm. The machine displayed an error message of "communication error" with an alarm error code of "120." There also was a second alarm message of "blood pump jammed" but no associated alarm error code. The staff tried to manually return blood back to the patient by using the handle on the blood pump, but the patient's blood had already clotted. It is estimated that 250 cc's of blood was lost during this event. Biomedical technology could not find an alarm in the manufacturer's service manual identified as "blood pump jammed." The service manual suggested reseating the protective and main circuit boards for the #120 error message. Biomedical technology performed the suggested procedure of reseating those circuit boards and then did a simulated dialysis treatment for one hour. The 5 volt power supply was checked per gambro technical support and found the supplies to be within specifications. They also created several alarm conditions to check the audio alarm function and the problem could not be reproduced. The blood pump was thoroughly checked also and a problem was not identified. The machine was placed back into service.